Event description:
A home pt contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2 of their automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set for an unk reason. Baxter's tech svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.